Event description:
It was reported the bronchovideoscope exhibited image noise during inspection prior to use. There was no reported patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error; damage on the circuit board unit; corrosion on the electrical connector; e227 scope communication error; damage on the plug unit and the image could not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: b30 scope communication error occurred due to damage on the circuit board unit and corrosion of the plug unit. E227 scope communication error occurred due to corrosion on the terminal of the electrical connector. No image was displayed due to damage on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.